Event description:
Complainant alleged that while the third party biomed co was performing routine testing of the device, it only displayed a dot on the screen. The complainant indicated that there was no pt involvement in the reported malfunction.